Event description:
Procedure type: lap gastric bypass. According to the reporter: no intra-operative complications were reported. Post operatively, gi bleeding was noted. The patient was given a blood transfusion 1800cc, and IV fluids. No other abnormalities (stricture, leak) were observed. The patient was discharged from the hospital in 2007.

Manufacturer narrative:
Initial report sent: 04/10/2008.